Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. Raised red foreign material observed on sample which could possibly be surgical residue. Cut testing was performed and deemed nonconforming. Actuation testing was performed and deemed nonconforming. The sample did not completely close. Aspiration testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. A piece of metal is missing from the cutting edge of the inner cutter. The degree of wear could not be determined due to visual condition of the inner cutter. Gouge marks at bend area and several locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the blockage. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and the test was deemed conforming. The initial aspiration test failed due to a blockage in the aspiration path and once the blockage was removed, the probe will then work properly. The test is then considered conforming. The complaint evaluation does confirm the probe had a cut issue, and during the sample evaluation the sample also had an actuation issue. The most likely root cause for the cut and actuation issues is due to the damaged inner cutter. The inner cutter edge most likely became damaged or had an incorrect cutter bend angle which occurred during surgery. Foreign material or other components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. Unrelated to the reported issue, the sample had an aspiration issue. The root cause for the aspiration issue is due to the foreign matter in the aspiration path. The most likely root cause of the foreign matter is from the probe being used in surgery. The foreign matter on the needle and in the aspiration path, the visual condition of the inner cutter, and the gouge marks observed at the bend area, several sections on the inner cutter also supports it was not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location because the root cause of the reported issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure there was no cutting function with the probe. The probe was replaced and the procedure was completed. There was no patient harm.